Manufacturer narrative:
The field service performed a cell blank measurement and checked the photometer. The calibration data was acceptable. The qc recovery provided did not have results for the date of the event. The customer is running quality controls only once a week or once every two weeks. The alarm trace contained cell blank out of limit and vacuum negative pressure sensor alarms. Based on the provided data we would rule out a general reagent problem because calibration and quality control are acceptable, even if the customer is not running the controls on a daily basis. The customer has a big problem with vibrations and dust in the lab because there is construction going on in the hospital. The investigation identified an environmental problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ldhi2 lactate dehydrogenase acc. To ifcc ver.2 results for five patients with the cobas 4000 c311 analyzer. Patient sample 77: the initial result was 930 u/l. The repeated result was 320 u/l. Patient sample 59: the initial result was 424 u/l. The repeated result was 211 u/l. Patient sample 36: the initial result was 363 u/l. The repeated result was 213 u/l. The following questionable results for two more samples were found on (B)(6) 2021: patient sample 6: the initial result was 428 u/l. The repeated result was 325 u/l. Patient sample 25: the initial result was 325 u/l. The repeated result was 224 u/l. It is unknown if the questionable results were reported outside of the laboratory. The reagent lot number was 546284. The expiration date was requested but not provided.